Manufacturer narrative:
Not provided. The report of channel disconnects was confirmed. Physical inspection of pcu sn (B)(4) noted that the female and male iui have some dried fluid remaining on the contact pins and wear on the surface of the iui¿s. The male iui has some fibrous strands stuck on the isolation ribs. There were no other obvious issues or anomalies observed. The pcu error log shows no malfunctions on the reported event date. At no point during the timeframe in the provided logs was the stated rate of 3.7 ml/h and a vtbi of 88 ml recorded to infuse on the reported event date. However, events associated with channel disconnects were observed. The pcu event log shows that the pcu was powered up on (B)(6) 2020 at 5:22 pm with a syringe module (sn: (B)(4) connected in the channel a position and a pump module (sn: (B)(4) in the channel b position. The pump module was programmed to infuse drug ID 200 (tpn) at 5:23 pm at a rate of 3 ml/h with a vtbi of 6 ml. After approximately 2 hours infusing, the rate was reduced to 1.7 ml/h. The syringe module (sn: (B)(4) in the channel a position was programmed on (B)(6) 2020 to infuse drug ID 111 (intralipid 20%) at 11:54:38 pm. Another syringe module (sn: (B)(4) was added to the system in the channel c position on (B)(6) 2020 at 2:10 am and was programmed to infuse drug ID 30 (caffeine citrate) approximately 2 minutes later. The infusion completed at 2:32 am and the syringe module was channeled off. At 7:08 am, kvo was reached on the pump module, which was then selected at 7:12 am and the vtbi was changed to 5 ml. Start was pressed 5 seconds later and the infusion began. At 8:38 am, both channel b and c alarmed with channel disconnected and the user confirmed the channel disconnects 5 seconds later. Both channel b and c reconnected in the same orientation approximately 3 seconds later. The pump module (sn: (B)(4) was selected at 11:23 am and a tpn infusion was started again at 1.7 ml/h with a vtbi of 5 ml. Kvo was reached again at 2:21 pm. The pump module was selected at 2:22 pm and the vtbi was changed to 5 ml. The infusion was started 5 seconds later once again. The pump module was again selected approximately 10 minutes later, though no changes were made to the infusion. Over two hours later, at 4:33 pm, the pump module alarmed for channel disconnected and the syringe module in the channel c position, idle at this time, was also disconnected. Both devices were recognized by the system 7 seconds later and then the user confirmed the channel disconnect at 4:33 pm. The pump module was selected and programmed for drug ID 200 (tpn) again at 4:33 pm and the infusion was started at 4:34 pm. The infusion continued until an alarm for door open occurred at 6:50 pm and then alarmed for check IV set at 6:50:40 pm. The pump module was channeled off 4 seconds later. The system was then powered down when the infusing syringe module was channeled off at 6:50 pm. Functional testing consisting of IV infusion and iui testing found the device operating within specifications. The proximate cause of the channel disconnects is believed to be associated with the contamination identified on the iuis during inspection. Foreign objects may have been partially clamped between the male iui on the pcu and the female iui on the pump module. Device history review: review of the pcu sn (B)(4) service history record showed that the device was manufactured on 09/09/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date of (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported from the nicu that the rn saw the channel disconnected message and pressed the confirm button. Later, the same day, while the patient was receiving a primary infusion of tpn d12.5% at a rate of 3.7ml and a vtbi of 88ml,the rn moved the device closer to the patient bed and received the same channel disconnected message again . When she pressed confirm on the device it was noted that the device shut off. As a result of the incident the patient required a bolus of d10 for hypoglycemia, and the patient's blood sugar returned to normal. The rn stated that all of the channels were connected properly. The device was tagged and sent to agiliti for analysis. No further information was provided.

Event description:
It was reported from the nicu that the rn saw the channel disconnected message and pressed the confirm button. Later, the same day, while the patient was receiving a primary infusion of total parenteral nutrition (tpb) with dextrose 12.5% at a rate of 3.7ml and a volume to be infused (vtbi) of 88ml,the rn moved the device closer to the patient bed and received the same channel disconnected message again . When she pressed confirm on the device it was noted that the device shut off. As a result of the incident the patient required a bolus of dextrose 10% for hypoglycemia, and the patient's blood sugar returned to normal. The rn stated that all of the channels were connected properly. No further information was provided.

Manufacturer narrative:
The proximate cause of the customer¿s complaint with channel disconnects is believed to be associated to the contamination/damage identified on the iuis during the inspection. Foreign objects may have been partially clamped between the male iui on the pcu and the female iui on the pump module.

Event description:
It was reported from the nicu that the rn saw the channel disconnected message and pressed the confirm button. Later, the same day, while the patient was receiving a primary infusion of total parenteral nutrition (tpb) with dextrose 12.5% at a rate of 3.7ml and a volume to be infused (vtbi) of 88ml,the rn moved the device closer to the patient bed and received the same channel disconnected message again . When she pressed confirm on the device it was noted that the device shut off. As a result of the incident the patient required a bolus of dextrose 10% for hypoglycemia, and the patient's blood sugar returned to normal. The rn stated that all of the channels were connected properly. No further information was provided.